Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted during testing, however pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 400 mg/dl. Customer's blood glucose value was 353 mg/dl at the time of the call. Customer was treated with manual injection. Customer also reported that insulin pump had hardware low level failures and able to complete rewind. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.